Manufacturer narrative:
Device has not been returned to manufacture. Product no returned to manufacture.

Event description:
It was reported that the hex driver (rhd2.5) sits too tight in the implant mount and it is difficult to retrieve the tool. They are not sure whether it is the ball of the gem lock that is too big or the hex portion of the tool that is too tight.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for screw-vent® implants¿ 9665 rev 0-09/14. Information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthreaded the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. This event is addressed through scar. This complaint was included in recall 2023141-10-04-2017-002-r, as it was addressed specifically as part of hhe . This document states the following: ¿due to a lack of complaints from other ll lots, all complaints which don¿t list a lot number are assumed to originate from ll lots 63542171 and 63651233.¿ a product quality hold (#133269) was issued for the affected lots within the lower level lot 63542171. Hhed was initiated to further evaluate a similar event. As a result, hhe was initiated, and CAPA was opened. CAPA was closed to scar for veridiam allied swiss. Scar was reviewed and addressed the reported device malfunction. A root cause for the reported event could not be determined, as no device was returned for inspection. Complaint is therefore non-verifiable. A probable root cause for this event was identified through scar: the event is due to the specification ¿verify hex form per qp-262¿ (hex form within .0005 on three sides) not being fully invoked during the straddle mill manufacturing process.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for screw-vent® implants¿ 9665 rev 0-09/14. Information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. A root cause for the reported event could not be determined, as no device was returned for inspection. Complaint is therefore non-verifiable.